Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the blue screen and could not repair the hard drive. A field service engineer reimaged the station to version 1.11 and updated the date and time to the correct values, then updated the same information in remote support service (rss) and synchronized the station data. The customer was able to log in successfully and complete medication inventory. The customer tested and verified that the station was functioning properly after the repair. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station displayed a blue screen and became unresponsive. The customer attempted troubleshooting with recovery mode, power disconnection, and rebooting, but the issue persisted. And device remained offline in rss. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.